Manufacturer narrative:
Concomitant medical products: 310c31 tissue valve, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial lead alert for low impedance. It was noted the long term impedance trends appear to be chronically low. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that the right atrial (ra) was right sided and caused desynchrony. The ra lead was deactivated and not explanted and replaced. No further patient complications have been reported as a result of this event.